Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high impedances, noise artifacts and the patient was experiencing syncope. Fracture of the both leads was suspected. Ra and rv leads were explanted and replaced. No further patient complications have been reported as a result of this event.